Event description:
A container with capacity for 3000 ml was used for a parenteral nutrition admixture containing dextrose, amino acids, electrolytes and minerals to a final volume of 2520 ml. When the nurse was going to administer the solution she discovered a leak. Rptr inspected visually the bag and found a rupture on the right upper corner. There was no evidence of needle puncture in the site of the leak.